Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Hardware low level failures was present in the pump trace download due to moisture damage on keypad traces. Toggled on and increased volume with the audio feature functioning properly. No audio/of alarm anomalies noted during testing. Device received with high sleep current measurement due to moisture damage on electronic assemblies. Device received with moisture damage on motor assembly and corroded force sensor assembly.